Manufacturer narrative:
Imdrf impact code f1001 captures the reportable event of procedure aborted under sedation.

Event description:
It was reported that during a spaceoar placement procedure, the kit clogged after 1cc of product was injected into the patient. The physician then felt uncomfortable with hydrodissection and decided to abort the procedure. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.